Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis. The system controller (serial #: (B)(6)) was returned for analysis. A review of the submitted controller event log file showed events spanning approximately 3 days (15jul2023 ¿ 17jul2023 per time stamp). Throughout the log file, the backup battery use count was seen to increase from 105 to 108 and the upticks in usage appear to be related to backup battery circuit fault alarms that intermittently activated throughout the log file. The intermittent backup battery fault alarms activated during power source exchanges when the white power lead was disconnected and cleared when the power cable was reconnected. There were no other notable events active in the log file. Pump operation was not affected. A log file was downloaded from the system controller once it was returned to abbott and showed events spanning approximately 3 days (16aug2023 ¿ 18aug2023 per time stamp). The backup battery use count was captured at 156 throughout the log file. There were no backup battery fault alarms active in the log file. The driveline was disconnected for a system controller exchange on 18aug2023 at 14:35:48. There were no other notable events active in the log file. Pump operation was not affected. The system controller underwent preliminary and functional testing and operated as intended. The system controller was connected to a mock loop and was found to operate a pump for extended operation with no issue. The reported alarms were unable to be reproduced during the investigation. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #: (B)(6)) and the system controller was found to pass all manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was in a rehabilitation facility and experienced 108 uses of the emergency backup battery (ebb), for a total of 96 minutes. The patient denied hearing any alarms and claimed they did not disconnect both power cables simultaneously. The patient was stable and did not experience any adverse consequences as a result. The ebb was reseated, but the issue did not resolve, so the system controller was exchanged.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.